Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from pain, swelling, inflammation and infection. Update rec'd (B)(4) 2014-pfs and medical records received. Part/lot information provided. A correct doi and dor was provided. After review of the medical records the patient had a poly liner implanted, so the other implants besides the head and liner cannot be excluded as the cause the pain. All other implants are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related or similar reports against the provided product/lot code combinations since their release to distribution. Primary bi-lateral implantation medical records were received. No notes regarding the reported infection provided. No revision operative notes provided. No conclusions can be drawn from review of provided medical records. The patient was primarily implanted on the left side in (B)(6) and revised for infection and subsequent pain, swelling and inflammation in (B)(6) 2012. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost three years post primary implantation. The patient is a reported (B)(6). The patient is morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Product problem has not been identified based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.